Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon device ruptured at 10 atmospheric pressure during it's first inflation. The device was simply pulled out of the patient's body, and there were no problems encountered upon removal. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.